Event description:
It was reported via repair work order that allegedly the litter was loose and that a patient passed away while receiving chest compressions. An evaluation was performed however, no defect was found.